Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a follow up MDR will be submitted. Note - section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
The following is based off a review of the pt's medical records provided to davol by the pt's attorney: on (B)(6) 2007 - the pt underwent total abdominal hysterectomy bilateral salpingo-oophorectomy, sacrocolpopexy, with implant of bard/davol ptfe dulex mesh and marshall-marchetti-krantz procedure. The attorney alleges the pt experienced an unspecified adverse outcome associated to the use of the device.